Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer dropped the pump. Subsequently, the pump unexpectedly reset. The customer stated this event did not impact their blood glucose level. The customer delivered a manual injection following the reset and stated that their bg level was 136 (mg/dl) at the time of the call. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.